Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissue and bloody residues on the product, third-party catheter, scratches on the outer housing of the m.blue®. Permeability test: the test showed that the m.blue plus is permeable. Computer control test: to check the flow rate of the valves,the valves were tested on a miethke computer- controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer controlled test showed the opening pressure of the differential unit of the m.blue, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,41 cmh2o. This is within the specified tolerance of 0 to 4 cmh2o. Additionally, the gravitational unit of the m.blue was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 36 cmh2o in the vertical position, a pressure of 36 cmh2o ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue® had a pressure of 28,85 cmh2o. This is within the specified tolerance of 36 cmh2o ± 8 cmh2o. The test, performed in the horizontal position of the progav 2.0 at a reference flow of 20 ml/h, has shown that the valve with a result of 2,08 cmh2o is operating within the specified tolerance (2 cmh2o ± 3 cmh2o). Adjustability test: the m.blue and the progav 2.0 were found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of both valves were within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 41 years, height: 157 centimeters (cm), weight: 75 kilograms (kg), gender: unknown.